Event description:
Complaint alleged that the head up function was not working.

Manufacturer narrative:
Technician found the bed in storage area. Checked the bed, and checked the functions. The head up valve was stuck in the open position. Replaced the head up valve to resolve this issue.